Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the reason for call was the pt reported they had an implant for like 14 years which stopped working. Pt stated they were going to implant a new system but had a hard time removing old system. Pt explained it was a 9 hour surgery <(>&<)> nine months to get the incision to close which was a mess, so now they do not have anything. Pt said the doctor was unable to remove one of the leads so another doctor went in to remove the remaining part. Pt explained the previous ins/leads stopped working (leads on their spine would not turn on) and removal began in december 2019. Pt said the mdt rep was there for revision surgery all but the last couple hours. Pt said matt would meet them at different places trying to help them by adjusting it to try to get it to work again but it never did. Pt mentioned the rep contacted them the next day after the procedure to ask how the upgraded ins was going <(>&<)> was arranging to meet to show them how to use the devices. Pt said they had to tell the rep they did not get the upgrade. Pt commented that the 97714 restore worked until after september 2019 and they could not have been happier. Pss documenting information given during call.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6), product type recharger product ID 3888-33 lot# j0101993v, implanted: (B)(6) 2001, explanted: (B)(6) 2020, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient called back and stated previous information documented in this case. Patient's implant was removed because their leads weren't working anymore and their representative told them that there would be a newer model to give them better coverage. Patient was not trying to get a new implant installed but hcp wouldn't do the surgery. Patient's skin was so tight that they couldn't get install the leads through and wouldn't be able to close the incisions because patient had so many back operations. Patient was in tremendous amount of pain. Agent redirected patient to their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had gained a little bit of weight, which may have been contributing to the lack of coupling. The cause of the coupling issue was not determined, as the patient¿s implantable neurostimulator (ins) did not appear to be too deep. The cause of the high impedances was also not determined, although the manufacture representative stated that the patient had older leads. The manufacturer representative stated that the patient had a doctor¿s visit, but it was unknown if they would be scheduling a revision surgery or not. It was noted that the coupling and impedance issues had not been resolved yet. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the ins takes 3 hours to charge from ¾ to full. The patient met with the manufacturer representative (rep) and saw reposition antenna screen. The rep was able to communicate with his device, but the recharger was not reading it. The patient was instructed to order a new recharger. During the call the patient was able to connect to the ins with the recharger but saw 0 coupling boxes. There was no visible damage to the recharging antenna. Subsequently it was reported that the patient got the replacement and it did not resolve the issue and they still could not connect with the implant. The patient was redirected to their healthcare provider (hcp) since the recharger was ruled out as the problem. Later it was reported the ins, when on and delivering therapy, would turn off the voltage on the program being used at that time, randomly and frequently. Also, it takes 5+ hours to charge and the recharger will not register more than 4 bars during a recharge session. It is also very difficult, even with rotating the antenna position, to find an area that will allow 4 bars. Most register 2 or no bars. Electrodes 3 & 8 are registering 10000 ohms. The manufacturer representative (rep) attempted to reprogram with a semi successful result. An impedance check was done. Two rechargers registered the same dysfunction. Both rechargers were reset near the antenna insertion site and retested with the same result. It was unknown why the ins was shutting off therapy on its own. No further complications were reported/anticipated.